Event description:
It was reported that the implant was removed due to becoming fractured at the neck.

Manufacturer narrative:
Zimvie complaint number (B)(4). 510(k) numbers are k011028 and k013227.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One (1) impl tapered scr-v sbm 4. 7mm 4.5mm 10mm (tsvwb10) and one (1) unknown zimmer biomet screw were returned for investigation. Visual evaluation of the as returned product identified that the implant had signs of use with bone debris on external threads. The implant was fractured at the collar. A fractured screw was identified in implant. Abutment fractured at threads. Zimvie is not responsible for any damage caused by the clinician's removal of the device. Functional testing to recreate the reported event could not be performed due to the nature of the device & event (fracture). A pre-existing condition noted on the per was not reported. Bone density was low density (type iii). The reported device was located on tooth # 47 (fdi) and was used for approximately 3 years, 4 months. DHR review was completed for the subject lot number 1221085. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number 1221085 for similar event and no other complaint was identified. Review completed utilizing keywords: dental : functional : fracture : implant. Therefore, based on the available information, device malfunctions did occur for the implant and screw. The reported event was confirmed as physical evaluation identified the fractured implant.

Event description:
No further event information is available at the time of this report.